Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Two (2) photos were submitted to the manufacturer for evaluation. A visual examination of the photographs returned depicts the site of the reported defect of detachment on the sample. It was noted in examination that the most proximal backcheck valve was detached from the tubing in both photos. Without a physical sample, it is difficult to examine the amount of solvent if any were applied to the end of the tubing for the bonded joint. Based on the visual examination of the photograph, the reported defect of detachment is confirmed. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. A one-year historical review was performed against the reported item number, and it should be noted that no other instances of this nature have been reported. The defect is a result of a failure in the production process; incidents of this nature are attributed to operator oversight during the solvent application process. Although this incident was confirmed, a one-year historical review shows that this was an isolated incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: brief inquiry description: broken blood tubing. Detailed inquiry description: at the end of the blood transfusion, nurse went to remove tubing to saline lock the IV. Tubing separated at the lowest port. No blood exposure to staff/patient. No injury reported.